Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 100 retained samples from each batch number: 4102810 and 4113985 were visually inspected, and no foreign materials were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4102810 and 4113985, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes foreign matter-plastic threads were found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes foreign matter-plastic threads were found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter address: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4102810. D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 11-apr-2024. D4. Unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.